Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during implant attempt, the lead was not used due to patient anatomy. It is not known if another lead was used or if there were any patient complications associated with this event due to lack of available information.